Event description:
It was reported that the patient presented to the hospital after receiving an inappropriate shock. Upon interrogation no therapy episodes were seen. Device remains implanted. Patient condition was good.